Event description:
Haemonetics received a service request on (B)(4) 2011, stating that possible hemolysis was observed in the harness line of the pcs2 machine during the end of the last draw cycle. No donor or operator injury was reported.

Manufacturer narrative:
Haemonetics received a service request on (B)(4) 2011, stating that possible hemolysis was observed in the harness line of the pcs2 machine during the end of the last draw cycle. No donor or operator injury was reported. The machine had been removed from service pending a haemonetics field service review. The field serve engineer ran a standard preventative maintenance call and found no issues with the unit during the visit. Device is being returned. Once the physical eval is performed, a supplemental medwatch will be filed with the results. Haemonetics (B)(4).